Event description:
Agent ide. It was reported that restenosis occurred. On (B)(6) 2018, 2.75 mm x 12 mm synergy drug eluting stent was placed at the diagonal. On (B)(6) 2023, the subject experienced increased chest pain with exertion concerning for stable angina. At the time of the event the subject was on clopidogrel. The next day, the subject was hospitalized. Diagnostic coronary angiography revealed 99% in-stent restenosis (isr) from the mid lad to the first diagonal; previously treated with a 2.75 mm x 12 mm synergy drug eluting stent and significant residual disease in the proximal lad. On the same day, the 99% isr was treated with non-boston scientific (non-bsc) balloons, laser atherectomy, and lithotripsy. Intravascular ultrasound (ivus) performed in the lad showed under expansion of the 2.75 mm x 12 mm synergy drug eluting stent. Balloon angioplasty was performed and a 3.50 mm x 26 mm non-bsc drug eluting stent (des) was placed. Another 4.00 mm x 9 mm non-bsc des was then placed in the proximal lad overlapping the previously placed stent. Finally, a 4.0 mm x 12 mm nc emerge balloon was used at the proximal lad for optimization. Post revascularization, the residual stenosis was 40% with timi flow 3. The event was considered as resolved and the subject was discharged.